Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor - does not recognize te connection) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the fault was isolated to contamination inside the pulse wire connector. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor does not recognize te connection.